Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected with in the lips, cheeks, nasolabial folds, and chin with juvéderm® volbella¿ xc. The patient experienced ¿hard nodules, swelling, and scarring.¿ six months later, the patient was injected with juvéderm® volbella¿ xc. The patient then experienced the same event. The patient was treated three times with kenalog-10 the same month every 2 weeks. The patient had swelled up¿ lips and ¿hard lumps¿ that turned into ¿cysts.¿ the patient also experienced ¿histamine reactions which caused lumps¿ at the injection sites, ¿craters in the face, and more wrinkles¿ than originally before. The patient self-treated with kenalog-10. The patient also reported ¿pain and infection.¿ event is ongoing.this is the same event and the same patient reported under patient identifier(B)(6) ((B)(4). This emdr is being submitted for the 2nd injection.